Event description:
10mm clip applier was opened and tested outside of patient body cavity when the trigger was pulled the clip was released and working. Once the clip applier was placed inside the body and the trigger was pulled, the clip was not released another box was opened and that worked correctly.